Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor could not connect properly to the phone app or programmer. The device kept disconnecting during interrogation in clinic. The device connected successfully in the beginning but then stopped working properly. Magnet was used a couple of times during the interrogation. No intervention was reported. The patient was stable.

Event description:
New information received states that the issue was resolved by resetting blue tooth. No adverse events were reported.